Event description:
Event description guidant received information that this implantable lead displayed increasing thresholds and out-of-range pacing impedance. The shocking impedance was normal. There was no noise present on the rate/sense or shock electrograms. Additional information was recieved stating the pacing imepedance returned to normal at the follow-up visit for a lead revision. It was concluded that injury from carrying heavy objects that cause localized ischemia/necrosis, which increased the impedance. The physician will the patient monthly. At the follow up visit it was noted the impedance measurement had increased, but was not out-of-range. There were no inappropriate detections or therapy administered.